Manufacturer narrative:
A hardware analysis of casepart-285314 was initiated to determine the probable cause of the issue. Analysis found that the computer booted normally to the application screen. No boot up or video issues were observed. A hardware analysis of casepart-285577 was initiated to determine the probable cause of the issue. Analysis found that the battery had been returned unused but the package has been opened. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the issue could not be reproduced. The system internal connections were checked and the ups batteries function were tested. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred pre-operatively during the register task and delayed the surgery by less than one hour. It was reported that the system shutdown during movement unexpectedly. When the site tried to restart the system, the screen was black and "no video signal" displayed on the screen. The surgery was completed with navigation and there was no impact on patient outcome.